Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the catheter of multiple bd insyte¿ autoguard¿ shielded IV catheter(s) would wrinkle when attempting to advance the catheter, this would ¿in some cases¿ require the administration of medication by other routes of administration (such as intramuscular or central venous access).

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Device/batch history record review findings: review was conducted on the bd iag IV catheter sub-assemble lot numbers, with the following results disclosed: lot 6302942; was built on afa line 10 from (B)(6) 2016 through (B)(6) 2016 for the quantity of (B)(4). Lot 6307837; was built on afa line 10 from (B)(6) 2016 through (B)(6) 2016 for the quantity of (B)(4). DHR review for these catheter sub-assembly lots disclosed no indication of the alleged defect as there were no reject activity findings throughout the build of these catheter sub-assembly lots that would impact upon the quality of the product relevant to the defect stated in the pir. Review of dhrs revealed all required challenge samples and testing (including but not limited to damaged component) (pen and drag) was conducted per specifications and in accordance with the in-process sampling plans during the build of the product. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Sap (qn) database review: yes. This database tracks any issue during production that would affect product quality. Subject code was an s2 severity ranking. Review of the sub-assembly lot numbers was conducted for the MDR-level a investigation; as a result of the review there were no related reject activity findings relevant to the defect stated in the pir associated with the catheter sub-assembly lots number for this incident. Observations and testing could not be performed because units were not received for investigation of this incident. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the reported defect. The root cause of this incident is indeterminate. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.